Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted customer care to report low blood glucose readings for an ilet user, but the user was not present to complete verification and no product troubleshooting could be performed. Symptoms included hypoglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included review of the complaint intake and provision of general education on verification requirements. Investigation of this case revealed no device malfunction or component failure due to insufficient information and lack of user participation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.